Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, event occurred during covid surge, the device had blown cuffs and excess malleability which resulted in loss of tidal volumes and requiring intubation. Also reported incidences occurred with patients who had ett indwelling for excessive amounts of time (up to three weeks), high body temperatures, high peep and prone positioning.